Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The consumer stated that the back left wheel will chatter and is difficult to move.